Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. It was reported that the down arrow and ok keypad buttons had become intermittently unresponsive after swimming with the pump. It was noted that the keypad was peeling up from under the ok button. It was not determined if the tactile changes had occurred prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/04/2013 with the following findings: the keypad cover was found to be peeling off from the base of the ok button extending to the up arrow button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast keypad buttons responded appropriately. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display screen was inserted and found to function properly with a strong contrast and clear text. Also unrelated to the complaint, evaluation revealed a crack in the top of the battery compartment. Moisture corrosion was visible in the battery compartment. The pump case was removed and no visible moisture corrosion was found inside the pump compartment.